Event description:
It was reported that the right ventricular (rv) lead exhibited noise and the atrial lead exhibited high impedances and an apparent fracture. The leads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6947 lead, implanted: (B)(6) 2002. (B)(4).